Event description:
A malfunction alarm was reported with the code malf 0, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a backup therapy with multiple daily injections to ensure insulin delivery was not interrupted. Customer technical support sent a replacement pump and provided instructions on returning the faulty pump.